Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that station tower door failed. A technical support specialist examined the station and confirmed that there were no issues present. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system tower door failing. A customer has reported that the user experienced a delay in dispensing medication due to a reported malfunction. There were no adverse events or injuries reported based on this event.